Event description:
(B)(4) has imported pressure gauges designed to be used on medical gas regulators that fell apart during normal use. High pressure oxygen leaks from faulty gauges that cause loss of gas. High pressure oxygen leaks can also be safety issues. (B)(4) claims gauges are approved for medical use. (B)(6) believes these gauges are not suitable for use with medical gas regulator.